Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found a previous report for the attune cr rp insert sz3 5mm and attune medial dome pat 32mm. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product/lot combinations. A worldwide complaint database search found no other reported incidents against the remaining product/lot combination since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update recvd 1/19/2016- rave alert and clinical der states pain and arthrofibrosis. Update rec'd 02/02/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 02/23/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical report states arthrofibrosis.